Event description:
Customer's husband reported hospitalization due to diabetes ketoacidosis. The blood glucose reading was 500 mg/dl. Customer was vomiting; husband called the paramedics. The customer was transported to hospital. The current blood glucose reading is 168 mg/dl. Customer is thirsty and has chest pain. Customer treating with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.